Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. The customer declined to fill tubing to prime the air bubble out. There was no impact to the customer's blood glucose level.